Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user understanding differing from the legal manufacturer's recommendation in device handling and/or reprocessing steps. The suggested event is preventable by handling the device in accordance with the following instructions for use (IFU): preventative measures are given in gif/cf/pcf-190 series reprocessing manual - 5.3 precleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Event description:
The customer requested that an in service on reprocessing to be conducted by an olympus endoscopy support specialist (ess) regarding the evis exera lll colonovideoscope. While onsite, the ess observed that the customer was not following the instructions for use (IFU) regarding reprocessing. There were no reports of patient harm or infection regarding this event.

Manufacturer narrative:
An olympus endoscopy support specialist (ess) was dispatched to the customer site to perform an inservice it was observed that during pre cleaning, the user did not suction air after suctioning their detergent solution. The customer placed the air/water channel cleaning adapter in the scope but did not depress or release the air/water channel cleaning adapter. As soon as they placed it in the scope, they started disconnecting the water bottle tubing form the scope. The customer did not flush the auxiliary water channel. Customer with instructed the correct way to perform pre cleaning according to IFU. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.